Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty mpu pcb (microprocessing unit printed circuit board). The mpu pcb has been replaced. Additional: a service history review revealed that this device has not been previously serviced by baxter. A device history review has been performed and there were no exceptions noted for the manufacture of this lot.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through similar trends.

Event description:
The facility representative contacted baxter to report an infusor pump which alarmed during infusion, causing an interruption during delivery. The event occurred in surgery room ii. There was no adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.